Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: muller, l., verghese, d., dakkak, w., patel, s. P., axline, m., david, j. S., ... & sharma, d. (2024). Mysterious echogenicities post left atrial appendage occlusion device deployment. Journal of the american college of cardiology, 83(13_supplement), 3696-3696.

Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was released, a mobile thread-like thrombus was discovered extending from the core wire into the left atrium. The physician attempted to aspirate the thrombus out of the patient via thrombectomy but failed to extract it. The patient did not experience any other complications and was discharged on anticoagulation medication. When the patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure there was no evidence of any remaining thrombus.